Event description:
It was reported that thrombosis occurred. A left atrial appendage (laa) closure procedure was performed using a 27mm watchman flx laa closure device with delivery system (wds) and watchman fxd curve access system (was). Heparin was administered prior to the transeptal puncture and the activated coagulation time shortly after administration of heparin was 278 seconds. The closure device was deployed and during evaluation of release criteria a thrombus was identified near the threaded insert of the closure device. The closure device was recaptured and removed from the patient. The procedure was successfully completed with a new wds and closure device. The patient fully recovered and was discharged.

Event description:
It was reported that thrombosis occurred. A left atrial appendage (laa) closure procedure was performed using a 27mm watchman flx laa closure device with delivery system (wds) and watchman fxd curve access system (was). Heparin was administered prior to the transeptal puncture and the activated coagulation time shortly after administration of heparin was 278 seconds. The closure device was deployed and during evaluation of release criteria a thrombus was identified near the threaded insert of the closure device. The closure device was recaptured and removed from the patient. The procedure was successfully completed with a new wds and closure device. The patient fully recovered and was discharged.

Manufacturer narrative:
B2 rfb outcome attrib to adv evnt corrected. B2 outcomes attrib to adv event updated. H6 evaluation conclusion codes updated.